Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Olympus korea obtained the actual product and found the following. There is a gap in the adhesive part at the distal end. Leakage, water invasion. Lens cracking / bumping. Broken, cracks, chips, and peeling of the a-rubber adhesive part. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the following causes. Physical stress or chemical stress. Poor storage environment (under direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc.), aging deterioration.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the gap of adhesive on the distal end during the incoming inspection for the repair at olympus korea. There was no patient injury associated with this report. It was not provided other detailed information.